Event description:
Patient reported never getting good therapeutic effect. A dye study was attempted and the physician was unable to aspirate the catheter. The distal portion of the catheter was replaced due to possible catheter kink. A mass was noted at the tip of the explanted portion; it was sent for pathology analysis due to possible granuloma (results not reported). The pump was used to deliver baclofen 1000mcg/day; the dose was reduced after the catheter replacement (initioan dose not reported). The patient recovered without sequelae. Additional information has been requested from the health provider.

Manufacturer narrative:
Distal portion of the catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. See scanned page.